Event description:
Reportable based on analysis completed on (B)(4) 2010. It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire unraveled. The physician was treating a non heavily stenosed lesion located in the non-tortuous, calcified right coronary artery (rca). This 182cm choice floppy guide wire was used to facilitate the advancement of another manufacturers' balloon catheter for dilation. During balloon dilation, the distal end of the choice floppy guide wire began to unravel distal to the balloon catheter. The wire was removed from the patient intact. The procedure was completed with the use of another choice guide wire. There were no reported patient complications. The patient status is listed as "ok". However, returned product analysis revealed a fractured guide wire tip.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis with an unraveled and broken spring tip. Part of the tip is detached from the core wire. The spring tip and core wire are fractured. An examination of the wire found multiple kinks. The outer diameter of the wire is within specification. Scanning electron microscope analysis of the fractured spring tip and core wire was performed. The fracture site of the spring tip exhibited evidence of neckdown or elongation typical of material in tension. The fracture surface exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted. The fracture site of the core wire exhibited evidence of compression and tension indicative of a bending action. The fracture surface exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).